Manufacturer narrative:
The device history record for the subject device was reviewed and the subject device was conforming to all quality specifications upon initial release. There was a reported non-fusion with the subject device. The subject device was requested for return, along with further information on the case. Titan spine will perform a full quality inspection and technical evaluation upon device return. A follow-up report will be submitted to this report once further information is available and subject device has been returned for evaluation.

Event description:
The customer reported that there was a non-fusion with the subject device.

Manufacturer narrative:
This report will serve as the follow-up to report #3006340236-00027. A technical evaluation of the subject device was completed after the device's return. There was a reported non-fusion with the subject device. The device history record for the subject device was reviewed and the subject device was conforming to all quality specifications for form, fit and function upon initial release. The engineering technical evaluation of the subject device revealed no issues that could contribute to the non-union. Noted risk factors for non-union are surgical technique and implant placement. The films for the surgery were not provided. Previous reports have been filed for similar part numbers to the subject device. Report: #3006340236-2018-00017. #3006340236-2018-00025. Both of these reports had of patients whose medical history would not have made them ideal candidates for this type of surgery. No patient medical history was provided for the case of the subject device, but could also have played a factor in the non-union. The event problem and evaluation codes were updated. Manufacturers narrative updated

Event description:
The customer reported that there was a non-fusion with the subject device.